Event description:
The reporter stated that the surgeon was using a three piece collamer aspheric lens model cq2015a, and the lens tore upon insertion into the eye and was removed, and replaced with another same type lens without enlarging the incision or suture required.

Manufacturer narrative:
Eval results: a visual inspection of the returned products shows the lens is torn in half and a haptic is torn off of the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.